Manufacturer narrative:
The reported field event of a stripped set screw was not confirmed in the laboratory, one set screw for the ventricular channel was missing. The set screw that was returned was not stripped and could engage with the torque wrench. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the patient presented for a routine device change-out. During the procedure, the set screw was found to be stripped. The physician was able to remove the set screw with an l wrench. The lead remained stuck in the device header and was removed with difficultly. The lead was attached to the new device with no issues. The patient was stable after the procedure.